Event description:
It was reported that the pump touchscreen was on, but the display remained black. There was no adverse impact on the customer's blood glucose level. Customer continued to use the pump for insulin therapy.